Manufacturer narrative:
Date of death: estimated as the aware date since unknown. Event date: estimated as the aware date since unknown. Implant date: estimated as 5 weeks before the aware date since unknown.

Event description:
It was reported via social media that a patient death occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. Five weeks post implant, the patient died. No further information is available at this time.